Event description:
It was reported that the lead displayed high impedances and the patient experienced inadequate stimulation. Reprogramming was attempted but the issue did not resolve. The patient underwent a revision procedure where the lead was replaced. It was noted that the patient has fully recovered and getting good coverage.

Manufacturer narrative:
Visual and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.

Event description:
It was reported that the lead displayed high impedances and the patient experienced inadequate stimulation. Reprogramming was attempted but the issue did not resolve. The patient underwent a revision procedure where the lead was replaced. It was noted that the patient has fully recovered and getting good coverage.